Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/pt's mother contacted lifescan (lfs) alleging that the pt's one touch ping meter's display had a line through it. The complaint was classified based on the conversation the technical service rep (tsr) had with the reporter, since the medical surveillance specialist (mss) was unable to reach the reporter by phone. The pt's mother reported that the alleged meter issue began a couple of weeks prior to contacting lfs. Despite the alleged issue, the pt continued to test with the subject meter. Two days prior to contact lifescan, the reporter claimed that the pt felt hungry and when they tested her blood glucose with the subject meter obtained what she interpreted as "430 mg/dl". The reporter mentioned that the line went through the result. In response to the reading, the pt was given 4 units of humalog insulin. At 1.5 hrs later, the pt's mother stated that the pt blood glucose dropped severely low. It is not known what symptoms the pt developed; however, the reporter claimed the pt tested at "43 mg/dl." It is also not known what treatment, if any, the pt received at the time of obtaining the low result. After the incident, the reporter stated that she began to question if she had misinterpreted the high result initially obtained as a result of the alleged issue and possibly administered too much insulin to her daughter. At the time of troubleshooting, the tsr noted there was no known trauma to the subject meter. Replacement product was sent to the pt. This complaint is being reported because the pt's mother claims she may have misinterpreted a result obtained with the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.